Event description:
It was reported that the customer's blood glucose reached 409 mg/dl. Customer stated he would treat for the high blood glucose after the call. He was experiencing large discrepancies between his sensor readings and blood glucose. Customer's sensor read 73 mg/dl while his blood glucose was 223 mg/dl. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. Sensor failed per specifications, due to low readings.